Event description:
My mother died after the transcatheter aortic valve implantation (tavi) catheter operations at (B)(6) hospital in japan. Catheter device was of medtronic manufactured and imported to japan, perhaps reimbursed of lots of federal research grants. Young trainee doctor wrote death certificate of japanese government, imperfect translation of the us cdc death format, which dictated to report only "operation" that had caused death. The us cdc format dictated to report both "operation" and "procedure" that had caused death. Trainee told an investigator that transcatheter aortic valve implantation (tavi) catheter is a procedure, not operation, despite that facility safety standard requires hybrid operation room. Does the fraud translation of the japanese government as well as the lack of policy that dictates to report that tavi is a operation constitute the misconduct, because the underestimation of death number after a serious and dangerous catheter oper does the fraud translation of the japanese government as well as the lack of policy that dictates to report that tavi is a operation constitute the misconduct, because the potential underestimation of death number after a serious and dangerous catheter operation shall oversell tavi devices without considering the true risks associated with this methods? Does this constitute some what the violation of false claim act of the united states? Also, please let me know the definition of operation and procedure of the cdc death certificate, as well as on tavi catheter method is either operation or procedure, according to the cdc and the FDA definition?